Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging that the subject meter read inaccurately erratic. The reporter did not provide the actual results obtained with the subject meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (07/16/2014), the retains test strips have been evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the retains test strips involved with this complaint failed testing. The retains test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.